Event description:
It was reported the patient developed a (B)(6) infection after implant. It was stated the infection was resolved. No other details were reported. Additional information has been requested, a follow-up report will be sent if additional information becomes available.